Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 18 may 2024 from a 76 year old female patient with cardiovascular comorbidities and a complex medical history including end stage renal disease, who called into technical support for assistance troubleshooting alarms and stated they did not feel well and experienced pain in their jaw during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 30 may 2024 and 12 jun 2024 from the home therapy nurse (htn) who stated emergency medical services (ems) was called and transported the patient to the emergency department (ed). The patient presented with chest pain that began 2 weeks prior and additional symptoms including upper abdominal pain, shortness of breath, nausea, confusion, and lower extremity swelling. They were admitted to hospital (B)(6) 2024 with an admitting diagnosis of chest pain and discharged on (B)(6) 2024.